Event description:
It was reported to gore that on (B)(6) 2026, gore® excluder® conformable aaa endoprosthesis (cxt321414e) was used for abdominal aortic aneurysm repair. After full deployment of the cxt321414e, a device catheter ruptured during the withdrawal of delivery sheath gore® dryseal flex introducer sheath (dsf). The leading olive became dislodged from the device catheter, at the proximal end of the dsf, and upon applying slight traction, the device catheter ruptured at the interface, between the main body of the catheter and the transition zone, near the distal end of the device. The device catheter and leading olive were successfully retrieved using a snare. This event had no impact on the patient, and the final procedural outcome was satisfactory.

Manufacturer narrative:
D10: gore® dryseal flex introducer sheath. A review of the manufacturing records indicated the lot met pre-release specifications. Engineering evaluation of the device is anticipated (device currently in transit). If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. Code c19 is in relation to the review of the manufacturing records which indicated that the lot met all pre-release manufacturing specifications (b14). Code c21 reflects the current results of all ongoing investigations, as detailed under codes b15, b17, and b11. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.